Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency department after having received an inappropriate shock for atrial fibrillation with rapid ventricular response that was detected as ventricular fibrillation. There was undersensing of atrial fibrillation noted on the right atrial lead. There was some t-wave oversensing and intermittent undersensing noted on the right ventricular lead. The system remains in use. No further patient complications have been reported as a result of this event.